Event description:
The customer reports that after connecting the device to the generator, there was no cauterization occurring. Troubleshooting was administered as requested on the ligasure screen with same result. Another device was used to complete the procedure. There was no pt injury. The incident device was returned with a broken snap and it was missing.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.